Event description:
According to the reporter, there was an allergic reaction to (1) 4010-02-15-t3. The patient experienced an allergic reaction 6 hours after an ultrasound-guided biopsy using the eviva biopsy machine. She arrived at the emergency room via emergency medical services with the following symptoms: syncope, hives, hypotension 60s/40s, altered mental status changes, pale in color, diaphoretic weakness. The patient was treated with an epinephrine intravenous (IV) drip and removed after six hours. The marker was surgically removed five days later. The issue occurred after the procedure. The procedure was completed with this device prior to issue. The patient experienced a complication, explained as an allergic reaction. Surgical removal of marker was performed to solve the patient complication.

Manufacturer narrative:
According to the reporter, there was an allergic reaction to (1) 4010-02-15-t3. The patient experienced an allergic reaction 6 hours after an ultrasound-guided biopsy using the eviva biopsy machine. She arrived at the emergency room via emergency medical services with the following symptoms: syncope, hives, hypotension 60s/40s, altered mental status changes, pale in color, diaphoretic weakness. The patient was treated with an epinephrine intravenous (IV) drip and removed after six hours. The marker was surgically removed five days later. The issue occurred after the procedure. The procedure was completed with this device prior to issue. The patient experienced a complication, explained as an allergic reaction. Surgical removal of marker was performed to solve the patient complication. The device was not returned for evaluation. The root cause was traced to non-device related factors. Based on the information available it is most likely the adverse event was related to the patient condition.